Event description:
Additional information was received from the patient. The patient reported that it was unknown if the fall affected their implant. They reported that yes they did fall. They reported that they did fall on their butt several times but they were not sure if it hit there. They were not sure what steps would be taken to resolve the issue as they had not been contacted yet. They reported the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient representative reported that the patient's device kept shocking the patient. Patient doesn't remember when the event started, might have been a month or a little longer. When asked, patient representative said patient had fallen 3 or 4 times. The shocking sensation came and went. Agent walked patient representative through connecting to patient's settings and patient was able to shut therapy off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.